Event description:
The patient had a central line placed. It was a right internal jugular central line. The patient had vasopressors running through the line. As the patient was being turned, the central line was pulled out. Patient became hypotensive, needed chest compressions. It was discovered that the central line had not been sutured in. There was a clip over the central line and that was sutured in, but not the actual central line. The patient had a brief code event with chest compressions for about 1 minute. A new line was put in urgently to resume vasoactive infusion. This report was originally considered to be/deemed as not reportable; user/use error. After thorough review, the final reporting decision outcome for this event was changed to be reportable to FDA. We believe there are human factor issues with how the device is secured. The catheter was sutured using the fastener as opposed to using the suture wings.